Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were not functioning and defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery reciprocator device made an abnormal noise and the blade connecting part became extremely hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as may 8, 2017 in the initial report and has been updated as jun 30, 2017. Device evaluation: during further evaluation, it was determined that the device gear had broken off . It was further determined that the device failed the following pre-tests: check oscillation frequency and check performance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.